Manufacturer narrative:
Checking the manufacturing charts of involved lot #19ag03m, no pre-existing anomalies were found on the 40 devices manufactured with that lot #. Device analysis: the instrument was returned to limacorporate for investigation. The visual inspection confirmed that the tip has broken off in the point of the plier that displays the minimal section. Several scratches are visible on the surface of the device. We can hypothesize that multiple and unexpected stresses have been applied to the instrument, leading to overstressing of the plier, and consequently to its breakage. Indeed, it was reported that the patient's bone was very hard, and several impacts with a hammer were needed. Before being aware of this complaint, plier's drawings have been updated to increase its strength, still the ultimate cause of breakage is on the overstressing of the plier. Pms data: the device involved in the complaint is in version 00. According to our pms data, we are aware of 9 plier's breakages on 514 instruments v.00 made available to the market (ww). Please note that the instrument is reusable, and the above data consider the total number of pieces manufactured only. Before becoming aware of this event, limacorporate has increased the thickness of the instrument's plier as an improvement to further enhance its mechanical strength, and thus released the new version of the instrument (v.01). Instruments in version 01 are available on the market since december 2020. Pms data suggest that the recurrence of such breakages has decreased on the v.01 of the instrument. Overall, the average breakage rate of the plier of instruments belonging to versions 00 and 01 is of (B)(4) (estimated over the number of smr reverse surgeries performed). Currently, v.02 of the instrument is available on the market. No breakage has ever been reported on the instrument v.02 since its launch on the market in may 2023. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect similar issues. Note: this is a combined initial-final MDR.

Event description:
During a primary shoulder surgery performed on (B)(6) 2024, the tip of the reverse adaptor sleeve (product code 9013.52.147, lot #19ag03m) broke. It was reported that when trialing the humeral stem with the guide for the conical reamer attached to the reverse adaptor sleeve and to a handle, the patient's bone was very hard, and several impacts with a hammer were needed. When in place, the surgeon reamed over the guide. Then, to take the trial out, the reverse adaptor sleeve was attached on a handle and the surgeon proceeded to knock it out with the hammer. The reverse adaptor sleeve on the handle came off, but the trial was still in. Trying to reattach, it didn't work, and it was found out that the tip of the instrument broke off. The broken tip was found. To retrieve the trial, the stem extractor and the adaptor for stem extractor were used. The reverse prosthesis inserter was used to trial the stem with a reverse proximal body. The surgical time got extended by 10 minutes due to the issue. The number of uses of the device is unknown. Patient's clinical details aren't available. Event happened in new zealand.